Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker graded IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: creases were observed, white particles observed on the surface of the shell. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a left side capsular contracture, baker grade IV. The device has been explanted and replaced.